Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric procedure, the seal was damaged and trocar had leaks. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the circular seal, trocar and cannula appeared intact. The obturator was received. The obturator was received inserted into the cannula. Prolonged insertion can cause the duckbill seal to become stretched. The duckbill seal was stretched out. A functional evaluation found that the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.